Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted a small bowel obstruction. There was a significant amount of mesh that was densely adherent to a hernia sac and to the bowel. The tedious dissection of these adhesions caused a procedures that normally takes less than 45 minutes to last for greater than three hours. This procedure required persistence and was extremely difficult. It was reported that the patient experienced a small bowel obstruction. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/04/2022. Additional b5 narrative: it was reported that the patient had a mesh removal on (B)(6) 2021. It was reported that the patient experienced pain, hernia recurrence and nerve damage. Corrected b5 narrative: it was reported that the patient had a hernia repair surgery on (B)(6) 2017 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 10/11/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.